Event description:
It was reported that the patient presented remotely. It was found that the aveir atrial leadless pacemaker (alp) exhibited far r-wave over-sensing resulting in inappropriate mode switch. No intervention was performed. There were no patient consequences.